Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) suffered a heart attack (myocardial infarction). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient had suffered a myocardial infarction (date unknown) during ccpd therapy, and his brain went without oxygen for approximately 14 minutes. As a result, the patient's cognitive abilities were negatively impacted by the serious adverse events, and he subsequently required a feeding tube. The pdrn was unable to provide the patient¿s admission/discharge dates, details regarding the hospitalization, past medical history or the patient¿s demographics, as the patient¿s electronic medical record was closed. The patient is reportedly undergoing incenter hemodialysis (hd) for rrt due to being unable to find family to assist in the patient¿s nightly ccpd.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypoxia, a myocardial infarction (resulting in cognitive deficits), which required hospitalization and transition to hd for rrt. The etiology of the patient¿s myocardial infarction is unknown; therefore, causality could not be established. It should be noted that a lack of clinical follow-up information precluded a more comprehensive medical assessment/investigation. Myocardial infarctions and cardiovascular disease are frequent complications in patients on chronic dialysis¿ due to the high rate of cardiovascular complications in patients when they initiate dialysis, they are at high risk of encountering a myocardial infarction. Based on the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in peritonitis event. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. However, given the lack of causality, medical history, summary/timeline of events, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) suffered a heart attack (myocardial infarction). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient had suffered a myocardial infarction (date unknown) during ccpd therapy, and his brain went without oxygen for approximately 14 minutes. As a result, the patient's cognitive abilities were negatively impacted by the serious adverse events, and he subsequently required a feeding tube. The pdrn was unable to provide the patient¿s admission/discharge dates, details regarding the hospitalization, past medical history or the patient¿s demographics, as the patient¿s electronic medical record was closed. The patient is reportedly undergoing incenter hemodialysis (hd) for rrt due to being unable to find family to assist in the patient¿s nightly ccpd.